Manufacturer narrative:
Additional information: a1, a2(age at event, date of birth), b5, d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the returned photos show staples along the incision line that were not fully formed. The device used in the operation was not present in the photo and was unavailable for additional analysis. It is likely that the vein ruptured as a result of poor staple formation by the device. It was reported that the staples did not form as expected. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. H6 patient codes - c64343 (opened patient) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracoscopic assisted right middle lobectomy and mediastinal lymph node dissection, during the operation, the right middle lobe vein, right lower lobe vein, right middle trunk artery, and right middle trunk bronchus were successively cut with a cutting and closing device. The operation process was smooth. There was no active bleeding was found in the chest cavity. The chest was closed and the operation was closed. The patient was turned over on his back. During the anesthesia recovery process, it was found that a large amount of blood was pouring out of the chest catheter. Emergency rescue was attempted.the patient was opened for thoracotomy to manage the bleeding. Several blood clots and blood in the chest cavity was found and cleared. It was found that the closed end of the right lower pulmonary vein ruptured after operation. Blood gushed out. It was seen that some staples did not form properly. The patient died from hemorrhagic shock in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a thoracoscopic assisted right middle lobectomy and mediastinal lymph node dissection, there was a sudden bleeding. The closed end of the lower pulmonary vein ruptured after operation. Emergency rescue was attempted. It was seen that some staples did not form properly. The patient died from hemorrhagic shock. It is unknown if the device caused or contributed to the patient's death.